Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this pacemaker exhibited a decrease in remaining longevity, from 3 years at the device check last year to 1.5 years remaining at the current follow up. Premature battery depletion was suspected and a request was made for technical services to review data in the remote monitoring system. However, technical services reported the device was not being followed in latitude. The local sales representative contacted the clinic to see why the patient was not using latitude as expected and noted the patient would need to be seen in the clinic again so device data could be saved and submitted for battery analysis. No adverse patient effects were reported. The device remains implanted and in service.

Event description:
It was reported that this pacemaker exhibited a decrease in remaining longevity, from 3 years at the device check last year to 1.5 years remaining at the current follow up. Premature battery depletion was suspected and a request was made for technical services to review data in the remote monitoring system. However, technical services reported the device was not being followed in latitude. The local sales representative contacted the clinic to see why the patient was not using latitude as expected and noted the patient would need to be seen in the clinic again so device data could be saved and submitted for battery analysis. No adverse patient effects were reported. The device remains implanted and in service. Device data was subsequently submitted for the premature battery depletion concern. Technical services discussed the change in longevity was related to the transition of battery longevity estimation. The power consumption has been aligned with usage. Engineering also reviewed the data and noted the power consumption changes by 10uw when there is persistent at/af, and confirmed the battery was depleting normally. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
This report will be updated when additional information is received. If pertinent information is provided in the future, a supplemental report will be submitted.